Manufacturer narrative:
Continuation of d10: product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_cath serial# unknown product type catheter product ID neu_unknown_pump serial# unknown product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown, product ID: neu_unknown_pump. Product ID: neu_unknown_pump, serial/lot #: unknown. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿intrathecal baclofen therapy in patients with spastic paraplegia: retrospective evaluation of pre treatment drugs, test dosage, dose increments and final therapy.¿ among patients' adverse events/device performance issues included: the patient's were implanted with either a medtronic synchromed I or ii pump. 1. 2 patient¿s experienced early infections, occurring 2¿3 weeks post-implantation, and both cases necessitated pump explantation. In one instance, the pump was re-implanted during the same surgical procedure following soft tissue revision, whereas in the other, re-implantation was deferred due to the severity of the infection, and the patient subsequently declined further implantation due to concerns about further complications. 2. 1 patient experienced an undetermined infection with high fever and no identifiable focus. A pump removal was performed for infection management with intraoperative samples showing no signs of infected pump material. Following stabilization and resolution of the fever, re-implantation occurred after six months, with the pump functioning normally thereafter. 3. 2 patient¿s experienced skin perforations. Both skin perforations were located abdominally, mainly along the skin suture of the pump pocket and were successfully managed with soft tissue revision and pump replacement, allowing continued use of the pump. 4. 1 patient experienced catheter tip occlusion, likely due to a material defect, which led to pump removal and re-implantation during the same surgical procedure, after which normal pump function was resumed. 5. 1 patient experienced a pump malfunction that occurred following battery depletion, with failure to restart the motor, necessitating pump replacement. See attached literature article.